Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had leakage from the hub.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that drug leaked from the hub part. The returned syringe was tested and was not able to draw properly. The sample was examined under the microscope and exhibited some damage to the barrel tip which could cause the leakage and the syringe to not draw properly. Sample was forwarded to manufacturing (holdrege) on 21nov2018 for further review. On 26nov2018, holdrege received one (1) loose 1ml, 12.7mm syringe from an unreported batch number. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was found to exhibit a broken barrel tip along one spine (crack in the material), causing an incomplete seal for proper aspiration. Additionally, the cannula was noted to have a very slight bend to it, starting roughly about halfway down it's length, however, this finding is not outside of device specifications. It was also noted for the specific spine of the barrel tip exhibiting the crack in the material, damage to the upper edge of the spine was noted. Probable root cause is likely to be damage sustained during shielding of the device due to a slight misalignment. This likely caused both the damage to the upper edge of the barrel tip spine, as well as the crack in the material at the base of the spine. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported that a bd plastipak¿ syringe had leakage from the hub.